Manufacturer narrative:
The pump passed the displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. All buttons function properly. Successfully downloaded history files and traces using thump and carelink. No abnormal rewind anomalies, no audio/vibrate/absence of alarm anomalies or no prime/fill anomaly were noted during testing. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Unable to do the motor test due to moisture damage to the flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Rewind anomaly was not confirmed. Prime/fill anomaly was not confirmed. Audio/vibrate anomaly/absence of alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, rewind anomaly, prime/fill anomaly, audio/vibrate anomaly/absence of alarm, possible temporary vent blockage. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-441a. Troubleshooting was not performed.customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin squirting out/dripping out during fill tubing process. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-441a.